Manufacturer narrative:
Evaluation results suggest that the event may have occurred during shipping and handling of product after leaving the mfg facility. No product discrepancies were observed during the original manufacture of this product.

Event description:
The inner blister containing the vial of monomer was broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.